Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: tf 243004 (buzzer defect at startup).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.